Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, lost sensor alarm, bent sensor, no communication to pump to transmitter. The customer reported blood glucose value of 248 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: customer states she had high blood glucose due to the sensor not connecting document treatment for high bg: bolus using the pump other than insulin, indicate medications taken to treat diabetes: no document type of diabetes: type 1. The event involved product(s) mmt-342, mmt-431aj, mmt-7040a, mmt-1884. Customer was using the auto mode/smartguard feature at the time of the event. Sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported no communication between the transmitter and the pump. Customer did not connect transmitter to a fully inserted sensor. Bent sensor customer reported slight bend/curve in sensor, which is normal as sensor is designed to be flexible. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-431aj. No product return is required for mmt-7040a. No product return is required for mmt-1884.